Event description:
It was reported that the user experienced hypoglycemia, with lowest blood glucose of 40 mg/dl and approximately 20¿30 minutes spent below 70 mg/dl, after recent transition from insulin lispro to faster-acting insulin aspart while using the ilet system; device alerts for low and urgent low were received, and the user self-treated with oral glucose. Investigation included complaint handling with troubleshooting and user education. Further investigation of this case revealed no device changes in the automated correction algorithm and in the context of insulin formulation change. Therefore, a definitive device-related malfunction was not identified. The user reported symptoms included cold sweats. Outcomes included no medical intervention, no assistance from others, and recovery at home. It was concluded that the event involved low glucose without injury and with cause not clearly attributable to the device or use error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.